Manufacturer narrative:
The light was in use when it separated from the down tube at the extension arm junction. The light fell to the floor between the nurse and pt table. No injuries occurred and the light was replaced. The unit was returned to our facility and evaluated. It shows signs of extensive wear and tear. The arm was continually fatigued by the end-user pushing the extension arm up into the pivot support. This caused the extension arm to separate and drop. The end-user should have noticed the damage occurring at the junction and had the light repaired prior to the incident.

Event description:
The light was in use when it disconnected from the drop tube at the junction with the extension arm. The light fell between the nurse and the pt table. No injuries occurred.